Event description:
It was reported that the customer received the no delivery alarm while priming the insulin pump. The customer's blood glucose was 244 mg/dl. Troubleshooting was done. The customer stated that she was the insulin appeared to be blocked in the infusion set. Advised customer to assemble a new infusion set with the same reservoir. The customer stated that insulin exited the tubing and that the insulin pump did not alarm no delivery. Advised customer that there may be a possible issue with the infusion set. Advised customer to return the infusion set. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.